Event description:
We purchased these devices to detect retained objects in surgical patients, but these have been failing on a regular basis and we are not getting support from the manufacturer. Manufacturer response for counter, sponge, surgical, (situate detection system) (per site reporter). They have not been as helpful as we would like.